Event description:
It was reported to nuvectra that a revision was performed to re-position the stimulator to provide improved battery recharge. Subsequently, during surgery, the stimulator was replaced due to battery drainage. The stimulator battery was not charged prior to the revision surgery. The patient is doing well.